Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: j297596, ubd: 31-jul-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing right bundle branch block, access was obtained using an 18 fr introducer sheath through which the delivery catheter system was advanced. During deployment under controlled pacing, complete heart block (chb) was observed. Once the valve reached 80% deployment, however, the patient's heart rate returned to intrinsic rhythm. The procedure proceeded under controlled pacing. Following final placement of the valve, the chb returned. Additionally, digital subtraction angiography confirmed a hemorrhage at the right puncture site. Due to this, hemostasis could not be achieved upon an initial attempt. Subsequently, a balloon tamponade was performed from the left transfemoral artery which successfully stopped the bleeding. Per the physician, the cause of the bleed was likely a puncture located significantly below the femoral head. The puncture was attributed to the technique used while using the suture mediated closure system.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 2 days following the implant of the valve, a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing right bundle branch block, access was obtained using an 18 fr introducer sheath through which the delivery catheter system (dcs) was advanced. During deployment under controlled pacing, complete heart block (chb) was observed. Once the valve reached 80% deployment, however, the patient's heart rate returned to intrinsic rhythm. The procedure proceeded under controlled pacing. Following final placement of the valve, the chb returned. Additionally, digital subtraction angiography confirmed a hemorrhage at the right puncture site. Due to this, hemostasis could not be achieved upon an initial attempt. Subsequently, a balloon tamponade was performed from the left transfemoral artery which successfully stopped the bleeding. Per the physician, the cause of the bleed was likely a puncture located significantly below the femoral head. The puncture was attributed to the technique used while using the suture mediated closure system. Additional information was received that the access site for the dcs and the injury were both the right transfemoral artery with a minimum diameter of 6.4mm.